Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level was not impacted by the event. Further information regarding the customer or event was not provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.